Event description:
It was reported that the catheter detached from the extension tubing completely and fell into the blood vessel over 1 month after placement. The catheter was removed through interventional procedure.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.